Manufacturer narrative:
Additional manufacturer narrative: attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Based on the information received the cause of the event remains indeterminable; however, patient factors may have contributed to the event.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation; therefore, the reported event cannot be confirmed. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is most likely due to structural valve deterioration (svd). Svd is the most common reason for bioprosthesis explant/intervention and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. In this case, there is insufficient information to conclusively determine the root cause of the patient's aortic stenosis and insufficiency. No corrective action is applicable to this event; however, edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an edwards bioprosthetic valve, implanted for approximately 16 years, was found by echo to have aortic stenosis and mild insufficiency with a peak/mean gradient of 86.86 mmhg/54.25 mmhg, valve area of 0.94 and a peak velocity of 4.66. The patient was scheduled to undergo a valve-in-valve procedure. No other details have been provided at this time.

Manufacturer narrative:
Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Without return of the device or additional information the cause cannot be determined; however, patient factors may have contributed to the event.

Event description:
Through follow up with the healthcare provider edwards learned the patient is a surgical candidate and will undergo CABG at the same time. Surgery has not yet been scheduled.